Manufacturer narrative:
At this time no conclusions can be made can be made regarding the bard/davol ventralight st (device #1) used to treat the patient. The patient's attorney alleges injuries, adhesiolysis, seroma and subsequent surgery; however, no details have been provided. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol ventralight st w/ echo (device #2). Not returned.

Event description:
Bard/davol kugel composix mesh during this repair. It is alleged that sometime after the initial repair, patient began experiencing abdominal pain. It is also alleged by the patient's attorney that on or about (B)(6) 2012, patient underwent a diagnostic laparoscopy to determine the source of said abdominal pain. The surgeon noted that the previously implanted mesh appeared somewhat contracted in patient's lower right abdominal quadrant. It is alleged by the patient's attorney that on or about (B)(6) 2012, patient underwent an exploratory laparotomy and excision of the contracted kugel composix mesh located in her lower right abdominal quadrant. As alleged, patient was then implanted with a bard/davol ventralight st mesh (device #1). As reported, sometime after (B)(6) 2012, patient again presented to the surgeon with continued abdominal pain in the area of her previous repairs. It is also alleged by the patient's attorney that on or about (B)(6) 2017, patient underwent a laparoscopic recurrent ventral hernia repair with extensive adhesiolysis. During the procedure, the surgeon noted that the previously implanted mesh had become incorporated into a hernia sac located in patient's upper right abdominal quadrant, allowing some omentum and fat to creep into the previous hernia defect. The surgeon, then noted that the mesh previously implanted in patient's lower left quadrant had contracted, allowing a small area of herniation to develop. The surgeon concluded that the mesh products located in patient's upper right abdominal quadrant and lower left abdominal quadrant required repairs. To repair these defects, the surgeon implanted a second ventralight st mesh with echo ps (device #2) (together with ventralight st (device #1) , hereinafter "ventralight st meshes"). It is alleged by the patient's attorney that on or about (B)(6) 2018, patient presented to the surgeon again for chronic abdominal pain. The surgeon performed a diagnostic laparoscopy and noted that patient was suffering a recurrent seroma in her lower left abdominal quadrant. And attempted to drain the seroma through the mesh, in an effort to relieve patient's pain. It is also alleged that on or about (B)(6) 2019, patient presented to the surgeon again for chronic abdominal pain. The surgeon performed an abdominal wall exploration procedure to locate the source of her pain. After careful evaluation, the surgeon excised the mesh in patient¿s right subcoastal abdominal region. As alleged, patient experienced recurrent and chronic abdominal pain, hernia recurrence, and seroma, and had to undergo several surgeries. As reported, patient suffered severe and permanent injuries, both externally and internally and lost the chance of recovery. Patient became disabled from these injuries and will remain so in the future, and further. Patient suffered great physical pain and mental anguish, and will continue to so suffer in the future due to the alleged defective products.